Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the needle cornerstone was changed, so nurse couldn't fix needle. The needle would not attach to the syringe. The hub may have had a crack on the luer.

Manufacturer narrative:
An investigation of the reported condition was performed at the manufacturing facility. The device history record (DHR) for lot c4470x indicates that no defects were found in 812 samples visually inspected and 336 physically tested from the lot. There were no samples submitted with this complaint. There were seven photos attached to the complaint. No issues could be observed based on the submitted photos. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected throughout the production of the lot for damage. The lot met all defined acceptance requirements and was released. The reported condition could not be confirmed; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.